Event description:
It was reported the patient does not receive stimulation therapy of the right buttock and leg which was part of the patient's original pain pattern. However, it is unknown if the patient has ever received stimulation on the right side. On (B)(6) 2013, the physician implanted a second lead to address the pain on the patient's right side. The patient reported effective stimulation coverage in the entire established pain pattern.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.